Manufacturer narrative:
The complaint states revision of acetabular liner and femoral head. Liner disengagement patient had a fall approximately 5 days prior. X-rays showed that the head of the femoral prosthesis looked to be sitting on the rim of the acetabular component rather than in the liner. The surgeon noted the revision was due to a dislocation and potential liner disengagement. This was confirmed during the case that the liner had in fact become disengaged from the acetabular cup. The liner and head were removed and replaced. New head and liner required to make the joint stable. This is the patients first revision. Primary implant: (B)(6) 2015, revision (B)(6) 2017. R plants were disposed of as per hospital policy. X-ray available. No adverse event. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner disengagement patient had a fall approximately 5 days prior. X-rays showed that the head of the femoral prosthesis looked to be sitting on the rim of the acetabular component rather than in the liner. The surgeon noted the revision was due to a dislocation and potential liner disengagement. This was confirmed during the case that the liner had in fact become disengaged from the acetabular cup.